Event description:
(B)(6) healthcare is the initial importer of the device which is a bath chair. We do not have the device for evaluation but will continue to attempt to acquire it. The end-user was in the shower utilizing the chair. The unit collapsed causing him to fall. The user fell injuring his shoulders, neck and back. He did go to the e.r where they referred him to an orthopod. The diagnosis showed fractures in both of his shoulders as well as some tears.